Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the "central part lights on." Upon inspection and testing of the returned device, it was found that the front panel switches did not function. This report is submitted due to the front panel switches not functioning. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined that the front panel switches did not function and found corrosion in the front panel, a worn/dirty video socket, top cover corroded and heavy dust inside the unit. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And to correct information provided on the initial report. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿central part lights on¿ was reproduced and it was presumed to have occurred due to the corrosion of the front-panel. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿store the equipment in the level position in a clean, dry, and stable location. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating.¿ olympus will continue to monitor field performance for this device.